Manufacturer narrative:
The pump alarmed unexpected restart and erased memory after battery change due to a faulty component on the interface board. The pump passed the idle current, run current, self test, off no power, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No external ram crc error, excessive no delivery, low reservoir, failed battery, battery out limit, weak battery, bad battery, low battery or off no power alarms noted. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they found unexpected restart alarm, battery out limit alarm, bad battery alarm, no delivery alarm and external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer also reported that they had to reprogram the time and date when the insulin pump restarts. The customer declined to troubleshoot. The insulin pump will be returned for analysis.